Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the posterior portion of the foot was broken off and was not returned. An anterior cuff miss also occurred as the anterior cuff was still loaded on the foot and there was no needle strike mark on the anterior foot. The probable cause is patient anatomical conditions such as obesity and calcification, which can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Inability to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Since the needle trajectory of every device is checked twice during manufacturing, the most probable cause for the posterior foot break and anterior cuff miss is related to operational context in the use of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted to deploy the sutures in the right common femoral artery using a preclose technique before an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.